Manufacturer narrative:
4110: a lens work order search has been performed: no similar complaints within associated lots were found. Manufacture narrative: inflammation is identified in the labeling as a known potential adverse event following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced inflammation. Reportedly, "patient presented 1.5 months after surgery with severe inflammation around the icl, associated with hypopyon and significant decrease in vision. The clinical impression was chronic endophthalmitis, likely due to p. Acnes. The icl was removed, and intraocular antibiotics were administered." Cause of the event is unknown. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.